Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her son alleging that the bolus was not being recorded in the pump although the meter was indicating that a bolus was sent. The reporter claimed that the issue occurred 2 times. The reporter claimed that the bolus was entered via meter remote, go was selected and the meter reportedly indicated that the bolus was received. However, the reporter claimed that the pump had not given any bolus. The pt denied having any ketones. This complaint is being reported due to the allegation that the pump was not recording or delivering boluses. There is no evidence; however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury due to the alleged issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.